Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer has an issue with a scd response pump. The covidien tech found that the unit had a damaged power cord. The plug on the end of the power cord was observed to be badly scorched. The line and ground prongs showed arc damage and melting.